Manufacturer narrative:
A 3i t3® tapered implant (bopt5411) was returned for investigation. Visual inspection of the as returned product identified significant damage to the external components of the implant most likely from removal process which is unrelated to the reported event. Additionally, the neck and collar of the implant are visibly damaged. Functional testing to recreate the reported event was performed and an in-house cover screw was able to fully thread into the implant without issue. The DHR was not available electronically for the subject lot number thus could not be further reviewed at the time of the investigation. A notification to manufacturing has been sent and requested to pull the DHR for review. Since the DHR was not available, a search in the quality hold and nonconformance excel database was conducted with the lot number to discover any non-conformances related to the reported event and subject lot number. No non-conformances were found for the subject lot number. Therefore, device malfunction did not occur following inspection. As a result, the reported event is unconfirmed. A singular root cause could not be determined. The following sections have been updated: UDI: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (bopt5411) got stripped. There was no reported injury or surgical intervention.